Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic transabdominal preperitoneal (tapp) procedure, when an attempt was made to perform tacking of the second shot in cooper's ligament, the tacking was performed halfway or incomplete, and could not perform fixation. It was an incomplete tacking, so the firing was performed again, but as expected it was the same, the tack was partially exposed, and could not perform fixation. To resolve the issue, a new tacker was used. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument returned with the blister pack. No abnormalities were observed upon inspection of the tube assembly. Tacks were observed within the tube and were not protruding. Functional testing found that the instrument was applied to the appropriate test media. Three tacks deployed but did not seat properly in the test media. The instrument handle had a delayed reset following full actuation. This product was forwarded to engineering for further evaluation of this condition. It was reported that the device had an incomplete tacking, so the firing was performed again, but as expected it was the same, the tack was partially exposed, and could not perform fixation. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.